Event description:
It was reported that the patient's impedances were "off" and stimulation was lost. A lead break was discovered and the lead was replaced. The patient recovered without sequela. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 39565-30, (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, accessory model 37752, (B)(4), pro grammer model 37743, (B)(4), extension model 3708160, (B)(4), implanted: (B)(6) 2009, explanted: unk, extension model 3708160, (B)(4), implanted: (B)(4) 2009, explanted: unk. Analysis of the lead model 39565-30, (B)(4), found p procedural non-conformance. The lead was returned in three segments. The proximal end of the lead was ok and there were setscrew marks in the correct location. The lead conductors were broken and the outer insulation was pinched, cut and melted in suspected cautery. The distal end of the lead was ok. There were no shorts between circuits. Continuity was acceptable on circuits 0 through 7, circuits 8 through 15 were open. Conductors 8 through 15 were broken 10.4cm from the distal end. There was an unknown anchor type impression 13cm from the distal end on the 0 through 7 leg. There was an unknown anchor type impression 10.4 cm from the distal end on the 8 through 15 leg.

Manufacturer narrative:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.